Event description:
The customer reported that while monitoring patients on a xhibit central station, the device suddenly lost power. There was no patient or user harm associated with this event.

Manufacturer narrative:
The faulty unit was replaced with a spare and shipped to spacelabs healthcare for depot repair. The device was received and evaluated. A equipment service center technician stated that the device had a faulty power supply that would no longer power on. The device was repaired and returned to the customer. The device had a faulty power supply.